Event description:
It was reported that during the implant procedure, post-paced t-wave oversensing was seen after the hv shock during dft testing. Initially device reprogramming was done, but the oversensing still occurred. The lead was repositioned and no further episodes were seen. The patient was asymptomatic and the patient condition was stable throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.